Manufacturer narrative:
(B)(4). The returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was detached, blackened, and melted in one side. The device was observed under magnification and the cut of one side of the cutting wire was smooth the other side was blackened and melted. Functional evaluation was not performed due to the condition of the cutting wire. No other problems with the device were noted. The product analysis revealed that the cutting wire was detached, blackened, and melted in one side. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Once the cutting wire is detached, it would break the electrical continuity, consequently confirming the reported complaint of wire unable to conduct. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the truetome 44 could not be energized. The procedure was completed another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the cutting wire was detached.